Event description:
Pace medical was notified on june 1, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device stating the on/off switch was stuck. The device was analyzed and it was found that there was excessive glue around the switch. The switch was cleaned. The device was re-calibrated and final tested. All tests passed. The device was returned to the customer. Reason for complaint: unknown.